Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Upon opening the packaging, the lead appeared twisted and deformed. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead appeared to be ¿twisted and deformed¿ were confirmed. As received, a complete lead was returned in one piece with the helix retracted and there was no blood/tissue in the helix housing. Visual examination of the lead found the outer insulation was twisted consistent with procedural damage. The cause of reported events is consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.